Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip device may have caused or contributed to the reported event. Recurrence and adhesions are a known inherent risks of surgery and are listed in the instructions-for-use a possible complication. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for repair of a large incisional hernia. A sepramesh ip (device #1) was implanted with the intention of repairing the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery to repair the recurrent ventral hernia defect and remove it. Patient was injured severely and permanently. The patient has had to undergo various revision surgeries and medical procedures including, but not limited to various surgical procedures in an attempt to remove the eroded mesh. On (B)(6) 2014: the patient underwent a laparotomy surgery for the drainage of intra-abdominal abscesses, small bowel resection with primary anastomosis and lysis of adhesions. On (B)(6) 2014: the patient underwent an additional surgery to remove the infected mesh, and to repair the incisional hernia defect by closure of enterotomy. On (B)(6) 2015: the patient underwent an additional surgery to repair a recurrent ventral hernia with sepramesh ip. The patient has suffered and will continue to suffer physical pain and mental anguish. The attorney alleges pain, disability, hospitalizations, and additional surgery(ies). The patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. The patient has undergone and will likely require in the further other forms of care and medical treatments.